Manufacturer narrative:
It was reported that the ventilator generated an alarm and was frozen.the ventilator was investigated by our field service engineer on-site and no technical errors were found in the device logs. A pre-use check was performed and the unit passed all tests and was working properly. No parts have been replaced nor returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator generated an alarm and was frozen. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).